Event description:
(B)(4). Initial information for this spontaneous case was received from a consumer on (B)(6) 2007: a female consumer initiated therapy with poly-l-lactic acid [sculptral] and stated "I have received several treatments with sculptra for facial wasting. I am getting these bumps underneath my skin even after I have massaged the area aggressively for several days. The inside of my mouth feels bumpy more on one side then the other. Also, they hurt when I press on them." "I recently have had two treatments back to back within a two week period, and feel several bumps and they also hurt when I press on them or massage them aggressively to help break them up so they go away." No further medical info reported. Additional information for poly-l-lactic acid (lot number unknown) from product technical complaint report case ID (B)(4) dated (B)(6) 2008, received by (B)(6) on (B)(6) 2008: batch record review without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the device history report and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation result show that this kind of event isn't batch related. Conclusion: no faults detectable. Addendum for follow-up received from a consumer on (B)(6) 2008: the consumer reported that he had received multiple treatments with poly-l-lactic acid over last several years for (B)(6) related lipoatrophy. He stated that he is on the patient access program but still has difficulty financing his treatment and therefore has not always had consecutive treatments. Most recent treatments were last year where he had the 1st two treatments roughly 6 weeks apart and then went about 7 to 8 months before the 3rd treatment. He is concerned that he is not getting the optimal response. He will be starting treatment with a new physician and wants to known about how poly-l-lactic acid works, what are the treatment plan should entail, how to measure change/gauge his response to poly-l-lactic acid, and what if anything he can do about his medications to make the facial wasting less. No further relevant information reported.

Manufacturer narrative:
Additional information for sculptra (lot #/expiration date unknown) from product technical complaint report case ID (B)(4) dated (B)(6) 2008, received by (B)(6) on (B)(6) 2008: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports (DHR's) and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects damages detectable. Conclusion: no faults detectable.